Event description:
It was reported that during a hip procedure using a dyonics rf-s whirlwind 90 degree probe icw, the rf ball on the probe became loose and detached while inside the surgical site. The procedure was delayed 30 mins while the pt was x-rayed to determine if the detached piece was still in the pt. The x-ray showed that the detached piece was located by the femoral head, however the surgeon chose to leave it in the pt instead of retrieving. There have been no further pt complications reported as a result of this event.